Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unknown. Quality will continue to monitor on monthly trend reports.

Event description:
Nurse was using safetyglide in conjunction with tuberculin ls syringe. Safetyglide did not activate the first time, so nurse pushed harder and the safetyglide slipped off the syringe and flew into the air resulting in a needle stick in rn's hand.